Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Details regarding the manufacturer or model of the associated device are not known. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was sensing far field r-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.